Manufacturer narrative:
A maquet service technician inspected the lighting configuration. He replaced the bumper that fell with a new one and fastened it with screws. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported to maquet that the end cap of the light in operating room 31 fell off and hit patient. The event occurred before the patient was being prepared for surgery. No injuries were reported to maquet. (B)(4).